Event description:
It was reported that the handpiece began leaking water while the equipment was being tested. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the quality investigation details the reported condition of the device leaking could not be duplicated. No evidence of corrosion or water damage was found. Service completed any necessary maintenance and repairs.